Event description:
It was reported that a patient was getting poor communication icon screen and the synchronize programmer and neurostimulator icon. A loss of therapeutic effect was stated. It was reported that this had occurred in the last couple of months. It was described that "it had been going down hill since then and the patient was having trouble holding it." Nine days later it was reported that the patient still had concerns but was working with her healthcare provider (hcp). Two months later a decrease in therapeutic effect as the cause of the event was stated. Open circuits were reported when impedance measurements were conducted at 1 volt on 0+1, 0+2, 0+3, 1+2, 1+3, 2+3, and were all >4000 ohms. No open circuits were shown at 2 volts. No surgical intervention was required. Reprogramming was performed as an intervention, program #3 was changed to -0/+2. Loss of therapeutic effect was stated as a sign/symptom associated with the reported event. The patient did not require any hospitalization and no injury was reported. The patient would start alternating between the existing 4 programs to see what works best for her. The patient had been using program #1 without any changes since the time of implant and was unaware that more than one program existed.

Manufacturer narrative:
Product ID: 3889-28, lot# v850491, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(6).